Event description:
This is an international report of a home patient (hp) hp who stated his transfer set was leaking and he wanted to change his program. The technical service representative (tsr) advised the hp to notify the nurse. The hp stated that the doctor told him to change his program the last time this occurred.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. The root cause can be determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.